Event description:
On (B)(6) 2013, the pt was implanted with a conformable gore thoracic endoprosthesis to treat a contained ruptured of the descending aortic aneurysm. In (B)(6)2013 (date unk), follow-up imaging identified a pseudoaneurysm. Reportedly, the physician believes that the expansion of the graft caused a small tear in the aorta. On (B)(6) 2013, an intervention was performed to treat the pseudoaneurysm. A comformable gore tag thoracic endoprosthesis was implanted the proximal end of th endograft. It was reported no aneurysm enlargement was identified during the procedure. Final angiography showed resolution of the pseudoaneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the pseudoaneurysm could not be determined with the provided info.